Event description:
It was reported that a cartridge alarm occurred during the load sequence, causing the customer to experience a "high" blood glucose (bg) level. The customer changed the cartridge to address the elevated bg. Reportedly, the customer resumed insulin therapy.